Event description:
The customer reported that during an infusion, they noticed that fluid was dripping out of top of IV line. When they opened the pump's door and removed the set, it disconnected at the upper joint between the tubing and the pressure disc. As two infusions were running into the same cannula via a two way extension set, the other line started to infuse fluid up the line rather than into the pt. Pump switched off. Pt port clamped and fluids disconnected. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). A follow up report will be submitted with failure investigation results once the device has been evaluated.